Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that an attempt was made to direct stent the 3.5 x 12 mm xience, but due to the calcification, the stent delivery system (sds) would not cross and was removed. Pre-dilatation was performed, the xience was wiped down and re-inserted (contrary to IFU) and was able to be placed in the lesion and inflated. At this time a dissection was observed. After the xience was removed from the pt, the stent implant was found on the table. It is unk whether the stent dislodged prior to ever entering the pt or when the sds was wiped down for the second use. Another stent was deployed in the target lesion, also resolving the dissection. A cine of the procedure will be returned. At this time, there is no additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4): results: product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon, on the distal shaft and in the guide wire lumen. There was contrast visible in the inflation lumen and in the balloon. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. The balloon was wrinkled at the middle portion. There was no other damage noted to the sds. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.